Event description:
Product was an sport adjustable knee support. Customer used product on right knee. Customer stated brace was worn for about 8 hours. Customer noticed the following day that the area had broken out and was red and bumpy. She stated, she saw her doctor and the doctor gave her an antibiotic. She has been using benadryl. Customer stated area is still discolored.

Manufacturer narrative:
Evaluation: product was not returned to manufacturer. Product was not returned for evaluation. No conclusion can be drawn.